Event description:
Boston scientific received information that increased left ventricular (lv) and right ventricular (rv) lead pacing impedance measurements were noted via remote monitoring nine years after the leads were initially implanted. Initially a lead fracture was suspected on the rv lead as measurements of greater than 2000 ohms were observed and a revision procedure was scheduled. No documented loss of capture (loc) was found, however it was reported that the patient may have had a syncopal episode, the patient is pacemaker dependant. The lv lead pace impedance measurements also exceeded 2000 ohms a few days later. Upon opening the pocket, the leads were tested via the pacing system analyzer (psa) and all lead measurements were within normal limits. The leads were reconnected to the device and a lead extraction was scheduled for the next day at a new facility. The next day a revision procedure was performed, however a header or setscrew issue was suspected upon seeing the normal lead measurements during implant testing and with the new device. After the replacement of the four year old device implanted subcutaneously, the leads appeared to be working normally. The device will be returned for analysis.

Manufacturer narrative:
This lv lead remains implanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.